Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. The field service engineer found that an error icon was displayed on the screen, indicating an issue. The recovered storage space did not show any errors, but manual recovery of the remote manager was failed, resulting in an error. The error icon was then verified and addressed by the service engineer. After manual recovery failed, the system was tested again, and no error icons were shown on the screen. The rm was tested for unlocking and locking to open and close the fridge, and no issues were found. The system functioned as intended after the field service engineer repaired the device e.1. Initial reporter facility: ucsf helen diller medical center at parnassus heights

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware was failed the customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.